Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 58 mos ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that on follow-up CT imaging, there was development of a migration of the graft several centimeters outside of the infrarenal neck with type 1 endoleak and re-pressurization of a 6.5 cm infrarenal aneurysm. The aortic neck was approx 23 mm in diameter and 15 mm long. The pt was felt suitable for conversion to an aui system with another MFR's aortic cuff. Significant manipulations with some pressure externally on the aneurysm was required to get the aortic cuff through angulation of the stent graft laying horizontally and the aneurysm distally as well as the pt's native tortuosity of the aorta and iliac. The stent graft was deployed just below the renal arteries. During removal of the delivery system, the graft tortuosity resulted in pushing the graft cephalad. Multiple manipulations were done to minimize movement of the graft but indeed upon passing of the delivery system through it, the stent graft jumped approx 2 - 2.5 cm cephalad. Contrast injection demonstrated that there was no filling of the visceral segment of the aortic branches. There was flow through the aneurysm retrograde full range of motion, this graft filling the renal arteries indicating the graft had not only moved over but completely above the renal arteries. Attempts were made to pull the graft down with a balloon was unsuccessful. The decision was made to perform an open repair procedure to explant the stent grafts. The explanted stent grafts were retained by the hospital and were not returned to medtronic.

Manufacturer narrative:
Evaluation: results: lack of info (the explanted stent graft was not returned for evaluation). Inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (tortuous aortic and iliac arteries). Evaluation: conclusion: lack of info (the explanted stent graft was not returned for evaluation). Device failure/lack of effectiveness related to pt condition (tortuous aorta and iliac arteries).